Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling during use with a bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes. The following information was provided by the initial reporter: it was reported that the tubes are not filling completely. Additionally, on 2020-01-10 the bd sales consultant provided the following additional information: spoke with customer stated that in the last six months, about 10 patients had to be redrawn as a result (pids are not available per customer). Dates of occurrence are not available.